Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was returned inside its open package. Upon visual inspection, the seal area was noted complete with any issues or damages related to integrity. However, it was noted that the tyvek has adhered to the blister in the easy opening area. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique. No conclusion could be reached on the cause of the delamination on the tyvek. The event reported could not be confirmed as no damage was noted on the seal area. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot c9e01x, and no non-conformances were identified.

Event description:
It was reported that the tyvek packaging ripped when the stapler was opened and the device could not be used. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.